Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported blinking lights during set-up involving an olympus xenon light source. The customer suspected the probable cause of the blinking lights was due to switch in 12 o¿clock position that maybe engaging without the scope seated properly. There were no reports of patient harm.